Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number involved, 0202089156, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The pump was received empty. A baxa repeater pump was used to refill the pump with 270ml of 0.9% saline. The pinch clamp was opened and the pump infused. Flow accuracy testing was performed on the pump. After 40.5 hours the pump yielded a flow rate of 5.32ml/hr which is within specification given a +/- 15% tolerance. Pressure pot testing was performed on the glass orifice with the tubing connected to a pressure transducer using the average bladder pressure 9.62 psi. The filter was removed from the tubing for this test. After 2-hours of testing the glass orifice yielded a flow rate of 5.26ml/hr which is within specification given a +/- 15% tolerance. The investigation summary concludes that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 300 ml, flow rate: 5 ml/hour, procedure: acl repair, cathplace: knee, infusion started: (B)(6) 2016 (10:45am to 11:00am), infusion stopped: (B)(6) 2016 (7:30pm). A report was received stating that the pump was significantly lighter. The patient called the nurse hotline one day post -operatively and stated the pump was empty. The pump should have had 15-hours of additional infusion medication in it but the device was totally empty. Additional information received from the patient's family member on 11-apr-2016 stated the patient was doing well. The family member believed that the pump issue was not a fast infusion but rather a leak. The family member stated that every time the dressing was changed at the insertion site the dressing was saturated. The family member stated that the saturation fluid was clear indicating that it could have been medication. There was no blood or brown saturation noted. When the catheter was removed the catheter seemed kinked and coiled leading the family member to believe that the medication was leaking from the insertion site. The patient did not suffer from any signs and symptoms of drug toxicity. The pump was located in a pouch in which the patient wore across her body only when she got up to use the restroom. Otherwise, the pouch remained propped on a pillow. The pump was never under any covers or near warming devices. The patient and family member were very diligent to ensure that the pump was not laid on or squeezed. No additional information was provided.